Event description:
In 2008: this female pt was admitted for coronary intervention due to stable angina. She had a 2.5x 18mm cypher select stent implanted to treat a 90 % stenosis in the proximal rca. There were no reported complications. A staged procedure was planned due to cardiovascular safety. In 2007: approx two weeks post index procedure, the pt returned for two of the staged procedure. A 95% stenosis in the proximal lad was treated with a device. Following the procedure, the pt had a vasovagal response when the femoral sheath was removed. On approx five months later: the pt experienced angina. On four days later: the pt underwent angiogram for recent chest pain. Three lesion were treated: a 76% stenosis in the distal rca was treated with the placement of a 3.0x28mm cypher select stent. A 70% stenosis in the mid-lad was treated (no details provided). A 75% stenosis in the mid-rca was treated with the placement of a 3.0x23mm cypher select stent. A 75% stenosis in the proximal rca was treated with the placement of a 3.5x13mm cypher select stent. It was confirmed by the study coordinator that none of the new lesion were in-stent nor were they within 5mm of the previously implanted cypher stents. On two days later: the pt was discharged in stable condition; however, later that evening she presented with a cva. She was diagnosed with right thalamic infarct. In 2008: the pt was hospitalized for resection of the pituitary macroadenoma ( a benign growth in the pituitary gland that is larger than 10 millimeters in size). On five months later: pt underwent repeat transphenoid hypophysectomy for pituitary tumor.

Manufacturer narrative:
Cypher select prodis not distributed in the us; however, it is similar to us distributed cypher prod. Add'l info will be submitted within 30 days of receipt. This is one of four reports submitted for the same event. Please reference MFR. Report #s: 96316099-2008-02309, 9616099-2008-02310, and 9616099-2008-02311.